Manufacturer narrative:
Based on information from the investigation results and further clarification of the event, this case was re-assessed and determined to be not reportable. There was no patient harm and the surgical delay was 10 minutes (not greater than 15 minutes). The risk analysis was reviewed and the current failure rate was within this range and found to be acceptable; probability of failure cause was 2 out of 5, and severity of failure according to risk analysis was 2 out of 5.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: investigation - no product at hand. Batch history review - a review of the device quality and manufacturing history records was not possible because the lot number is unknown. Conclusion and root cause - due to the lack of information and without the product, a final conclusion and root cause cannot be determined. Based on the quality standards we exclude a material or manufacturer caused error. Therefore, we assume a usage related error. Rationale - based on the quality standards, a material or manufacturer related error as the root cause can be excluded.

Event description:
It was reported that there was an issue with the kerrison. During an unspecified procedure, the kerrison was noted to be sticking and not punching correctly. There was no patient injury or intervention required. The malfunction did cause a 10 minute surgical delay; another kerrison set was opened and used instead. Additional information was not provided.